Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable did not fit properly fit into the usb port of the pump. The customer was using a different usb cable in order to charge the pump. The customer's blood glucose level was not impacted.